Event description:
Healthcare professional reported having a syringe of juvéderm ultra plus xc where the syringe cracked at the luer lock. The crack was noticed on the commencement of the injection to the patient in the lips and the pressure on the plunger felt unusual. No product was coming out of the needle and instead was being expelled from the luer lock. It was noted that the syringe cracked when the packaged needle was attached and was attached no tighter than usual. There were no injuries other than a couple of extra injection points.

Manufacturer narrative:
Lab analysis of the device found an empty syringe of 1.0 ml received in a plastic glove with cap. A crack is observed at the 3 mm luer lock level. A device history record review has been initiated and analysis of the data has not been completed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having a syringe of juvéderm ultra plus xc where the syringe cracked at the luer lock. The crack was noticed on the commencement of the injection to the patient in the lips and the pressure on the plunger felt unusual. No product was coming out of the needle and instead was being expelled from the luer lock. It was noted that the syringe cracked when the packaged needle was attached and was attached no tighter than usual. There were no injuries other than a couple of extra injection points.